Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 24mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed. After release criteria was met, the device was released from the core wire and immediately shifted and embolized into the left ventricle. The patient was stable and was transferred to another facility for cardiac surgery in response to the embolization.

Manufacturer narrative:
B5: information added. D4: lot # added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A watchman fxd curve access system (was) was positioned at the laa. A 24mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed. After release criteria was met, the device was released from the core wire and immediately shifted and embolized into the left ventricle. The patient was stable and was transferred to another facility for cardiac surgery in response to the embolization. It was further reported that the closure device was percutaneously explanted. The patient was then implanted successfully with another closure device (35mm size).